Event description:
It was reported that patient underwent a bunionectomy on (B)(6) 2013. While inserting the 14mm frs screw for the point of fixation, the screw contacted the k-wire and the distal tip of the screw fractured. The fractured piece was retained by the patient. Another screw was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.